Event description:
It was reported that loss of aspiration occurred. The target lesion was located in the left anterior descending artery. An angiojet spiroflex was used for thrombectomy procedure. However, during the procedure, the device would not aspirate and there was leak noticed from the pump. The unit prompted an error after several attempts. The device was removed. A new device was used and the procedure was completed successfully. No patient complications were reported.